Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Per patient, she has had pain and swelling in her left knee on and off. Her doctor scheduled an MRI and concluded that plastic in her knee is crumbling.

Manufacturer narrative:
An event regarding wear involving an unknown liner was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: a review of the provided medical documentation by a clinical consultant indicated: ¿a (B)(6) 2015 report of an MRI of the left knee states, ¿no evidence of loosening; small effusion ¿ may represent synovitis or debris ¿ may represent nonspecific or early mild poly wear induced synovitis.¿ ¿after seven year follow-up an MRI report and description of x-ray findings there is no indication that ¿plastic in knee is crumbling¿. At last follow-up on (B)(6) 2016 she had an excellent range of motion, stable knee, no effusion and no tenderness to palpation other than the quadriceps and patellar tendons. This does not represent impending failure seven years post-operative total knee. There is no evidence that factors of faulty component design, manufacturing or materials of the total knee components are responsible for this clinical situation.¿ conclusions: a review of the provided medical documentation by a clinical consultant indicated: ¿a (B)(6) 2015 report of an MRI of the left knee states, ¿no evidence of loosening; small effusion ¿ may represent synovitis or debris ¿ may represent nonspecific or early mild poly wear induced synovitis.¿ the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Per patient, she has had pain and swelling in her left knee on and off. Her doctor scheduled an MRI and concluded that plastic in her knee is crumbling.